Event description:
It was reported that, "the angled drill driver got bound up and caused the entire assembly to spin. The drill bit got bound in the drill guide and snapped off leaving the threads in the driver. Case was delayed 5 minutes."

Event description:
It was reported that far p was being oversensed which led to inappropriate hv therapy. Sensing had decreased and capture had increased. The possibility of a lead dislodgement was discussed. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Na